Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6 fr 45 cm destination sheath was received for product evaluation. No other accessory components were returned. The sheath was subjected to visual analysis and the shaft of the sheath had broken into four different segments. In addition to this, the inner stainless-steel coil was exposed at different segments of the sheath. Detailed review of the DHR for lot xf29 and product code rsr01 was carried out and following observations were made: the three point bend value was measured to be 0.30 lbf which was within specification; the hub to sheath strength was measured to be 12.49 lbf which was within specification; the tubing tensile strength was measured to be 12.99lbf which was within specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the presence of the heavily scarred tissue could have potentially exacerbated the event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information sections a and b5, the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received 27aug2020. The right superficial femoral artery (sfa) was treated during the procedure and was never treated before. The lesion was mild; was greater than or equal to 1 angulation between 45 and 90 degrees. It was a left common femoral artery approach. Previously had a left iliac endarterectomy in 2012. Complications did not occur at the site treated; however, at the entry/access site. It was a heavily scarred left groin area.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath was used in a patient with a scarred groin. Upon removing the sheath, it came out after much struggle in four separate pieces. The patient's condition was reported to be ok. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 15jul2020. The procedure performed was a angioplasty of the left leg. The patient's condition was stable.